Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection on a laparoscopic bariatric surgery, the device did not fire. They changed the stapler to complete the case. There was no patient impact.